Event description:
A report was received that the patient is experiencing pain and a burning sensation at the ipg site. The patient's ipg site is red and the ipg is bulging out. The physician relocated the patient's ipg site and elected to replace the ipg. The patient is doing well following the revision.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.